Manufacturer narrative:
The customer advised physio-control that they will be replacing the therapy connector assembly. Once proper device operation is observed through functional and performance testing, the device will be returned to the end user for use. The device will not be returned to physio-control for evaluation.

Event description:
The customer reported that the therapy connector assembly on their device was loose. Additionally, the customer indicated that their device would not charge defibrillation energy when the charge button was selected. If the device had a connection through the therapy connector and the device did not recognize this connection, the defibrillation charge functionality would not be operable. There was no patient use associated with the reported issue.